Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 370 mg/dl and high ketones. The customer alleged that the pump did not deliver insulin as intended. Customer reported that they disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. The customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.